Event description:
It was reported when using the unspecified bd CT tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the cpt tube vacuum not being able to get the minimum amount of blood into tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.